Manufacturer narrative:
A ge service representative performed an onsite investigation. The lvps power supply and cable to the kv controller were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittent exhibited an error, locked up and required a reboot to regain functionality. No patient serious injury or death was reported related to this event.